Event description:
Customer reported system failed during pm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and hard drive. System operates as intended.